Event description:
I have developed lupus and auto immune disease since installation of allergan breast implants; suffering with chronic fatigue and other lupus systems. Also every day I endure horrific pain associated with corrective scarring, contracture and gross keloid scarring at the incision areas.